Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a fall and then after started to experience a shocking sensation. The caller stated that eventually the ins became depleted so they stopped feeling the shocking sensation, and now the device was over discharged. The patient needed to get the ins out of over discharge so they could put it into MRI mode (MRI not related to device or therapy). The patient stated that they will have the ins removed in the near future. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-19. The patient stated that no steps were taken to resolve the shock ing/overdischarge and it needs to be removed. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4))found the ins battery reduced capacity due to overdischarge and no significant anomaly was found. Product analysis #(B)(4):analysis information -- (B)(4)) 2017 cst pli# 10 product ID# (B)(4). Below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [***include if found in analysis***] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {ngt error, re-tested device} once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {1} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.